Event description:
It was reported the customer had a button error alarm. The customer was unable to clear the alarm as their buttons were unresponsive. The customer also reported the insulin pump was exposed to moisture from water. The customer was unable to check their alarm history for more frequent alarms because their keypad was unresponsive. It was also reported the customer was hospitalized for low blood glucose in august of 2015. The customer stated they forgot to eat after bolusing for a meal, causing them to be hospitalized. Customer declined to provide further information about their hospitalization. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.